Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted on (B)(6)1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. It was also reported that the right atrial (ra) lead exhibited high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.